Event description:
During follow-up, sensing noise was observed on the right atrial (ra) lead. Noise could be reproduced via provocative testing. The ra lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.